Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd safetyglide¿ needle the needle and syringe separated causing leakage. The following was received by the initial reporter: during use the needle disconnected from he syringe causing liquid to glow out. No inquires occurred to the patient or nurse.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. The reported lot# 1145476 was reported, however, this is not a lot # manufactured for the reported catalog #. 305901. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd safetyglide¿ needle the needle and syringe separated causing leakage. The following was received by the initial reporter: during use the needle disconnected from he syringe causing liquid to glow out. No inquires occurred to the patient or nurse.